Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips was informed the device intermittently reboots. There was no report of patient involvement.